Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. See attached for supplier evaluation.

Event description:
It was reported on 03/21/2023 by a arthrex employee via sems that an ar-300wd16 wire driver attachment, ar-300 handpiece, ar-300dj jacobs chuck, and ar-300pd24 pin driver attachment are overheating during use. No case involvement, no patient effect.